Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Sus voluntary event report mw5044894 stated: I waited 18 months to have my left knee replaced with the otismed procedure and after installation it failed. It was installed by dr (B)(6), at (B)(6) orthopedics in (B)(6) 2011. By (B)(6) 2011 it was loose and needed to have a thicker disc installed. A month after this revision it was getting loose again and had 7-8 pain all the time. He could not figure why I had so much pain but said at that time there was nothing more that could be done with it or the pain so I would have to live with it. After he said that I asked dr (B)(6) at (B)(6) to look at my knee and he agreed to attempt to fix my knee. After a CT scan he determined my lower implant was rotated 12 degrees and needed to be replaced again. In (B)(6) of 2013 he did a revision that replaced most of the parts but left the upper implant intact. The lower implant was rotated 12 degrees and also was too large, so a small implant was installed at that time. I still take pain meds to keep the pain below a 4-5 on the pain scale, which I can live with at this time. I thank god that dr (B)(6) was willing to take my case because I could not continue with 7-8 pain. I am using a cane to help me get around but have trouble walking more than a block or so. This report covers: I waited 18 months to have my left knee replaced with the otismed procedure and after installation it failed. It was installed by dr (B)(6), at (B)(6) orthopedics in (B)(6) 2011. By (B)(6) 2011 it was loose and needed to have a thicker disc installed. Additional information from customer: revision performed in (B)(6) 2012 (not 2011) due to loosening.

Manufacturer narrative:
An event regarding alleged instability involving a us shapematch cutting guide was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Medical records received and evaluation: after review of patient medical records on 7-jan-2016 and 31-jan-2016, a clinical consultant indicated that persistent swelling, pain and instability resulted in the (B)(6) 2012 revision. The operative report describing the (B)(6) 2011 primary tka was reviewed by the clinical consultant, who noted an otis med femoral jig was utilized and that uncomplicated surgery was described. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: no other events were reported for the lot indicated. Conclusions: the event was confirmed. Review of patient medical records indicated a history of left knee osteoarthritis, pain and instability, with pain and instability leading to revision surgery, left tka on (B)(6) 2012. After review of patient medical records, the clinical consultant concluded the root cause was inadequate soft tissue balancing and malrotation (malposition) of the tibial component. There is no evidence the event is directly related to the use of shapematch cutting guides. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Sus voluntary event report mw 5044894 stated: I waited 18 months to have my left knee replaced with the otismed procedure and after installation it failed. It was installed by dr (B)(6), at (B)(6) orthopedics in (B)(6) 2011. By (B)(6) 2011 it was loose and needed to have a thicker disc installed. A month after this revision it was getting loose again and had 7-8 pain all the time. He could not figure why I had so much pain but said at that time there was nothing more that could be done with it or the pain so I would have to live with it. After he said that I asked dr (B)(6) at (B)(6) to look at my knee and he agreed to attempt to fix my knee. After a CT scan he determined my lower implant was rotated 12 degrees and needed to be replaced again. In (B)(6) of 2013 he did a revision that replaced most of the parts but left the upper implant intact. The lower implant was rotated 12 degrees and also was too large, so a small implant was installed at that time. I still take pain meds to keep the pain below a 4-5 on the pain scale, which I can live with at this time. I thank god that dr (B)(6) was willing to take my case because I could not continue with 7-8 pain. I am using a cane to help me get around but have trouble walking more than a block or so. This report covers: I waited 18 months to have my left knee replaced with the otismed procedure and after installation it failed. It was installed by dr (B)(6), at (B)(6) orthopedics in (B)(6) 2011. By (B)(6) 2011 it was loose and needed to have a thicker disc installed. Additional information from customer: revision performed in (B)(6) 2012 (not 2011) due to loosening.